Event description:
The customer reported a blood glucose reading of 480 mg/dl. Troubleshooting was performed, and the insulin pump failed the prime test. The customer stated that she primed multiple times prior to calling, and insulin never exited. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The drive nut does not engage with the leadscrew due to corrosion in the drive nut assembly. Unable to perform the occlusion test due to the drive anomaly. The insulin pump also had a broken case at the latch catch area.